Event description:
It was reported that "unusual pressure was felt against the inflation syringe when the customer inflated the balloon during use. The customer attempted to remove the catheter to check, but when the tip of the catheter reached the introducer, something got stuck. The customer estimated that the balloon did not deflate. The catheter was pulled forcibly to rupture the balloon to remove the catheter." It is unknown if the inflation syringe was removed from the gate valve or not. There were no patient complications reported.

Manufacturer narrative:
One catheter with attached monoject 1.5cc limited volume syringe was returned for evaluation. The balloon was found to be ruptured at the central area of the latex and the ruptured edge was not able to match up. Blood was visible inside the balloon and the inflation lumen was occluded with dry blood. Both the distal and proximal lumens were patent without any leakage or occlusion. No visible damage to the catheter body, balloon bonding sites or returned syringe was observed. The thermistor was submerged in a 36.9 c water bath and read 36.9 c on vigilance ii monitor. The thermistor circuit was continuous and there were no open or intermittent conditions. Balloon inflation test was performed using returned syringe with 1.5 cc air. Visual examinations were performed under microscope at 10x magnification. A device history record review was completed and documented that device met all specifications upon distribution. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.